Event description:
Customer reported jumping in a swimming pool while wearing his insulin pump, and now the screen is blank. He stated the battery compartment was chipped before the incident. He would see fluid on the screen sometimes. Customer's blood glucose is 117 mg/dl. The device was not bumped or dropped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.